Event description:
A porta-cath was inserted on 12/26/91. On 7/16/92 a fragment of the porta-cath was seen during a routine chest x-ray. Percutaneous removal long porta-cath fragment from the peripheral pulmonary artery of the right superior vena cava was performed. The porta-cath was inserted a lagrange memoral hospital. The subsequent cxr was done at hinsdale hospital as was removal of the fragment. Lagrange memorial was not notified of the problem until 8/5/92device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.